Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. Blood was visually observed in the dialysate lines. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was approximately 200ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was offered to restart treatment on a new machine and with new supplies, but the patient refused and left the clinic. Upon follow up, the clinical manager confirmed that the patient suffered no ill effects from this incomplete treatment. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Although the device was initially reported as available for manufacturer evaluation, to date no device has been returned. The reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.